Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. There were no additional adverse patient effects reported. The ra lead was surgically abandoned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Device has returned to manufacturer. The proximal end of the lead was returned to our post market quality assurance, severed 5.4 cm from the terminal end. An x-ray analysis showed no conductor fractures and the crimp sleeve appear normal. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits, no conductor issues were identified. Infection is a known medical risk when the skin barrier is breached. Analysis of the returned product is not able to provide relevant information for infection-related allegations.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system exhibited infection. Reportedly, a blood clot near the right atrial (ra) lead was observed. The ra lead tip was unable to be removed with laser extraction and was surgically abandoned, the remaining part of the ra lead was successfully explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Device has returned to manufacturer.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system exhibited infection. Reportedly, a blood clot near the right atrial (ra) lead was observed. The ra lead tip was unable to be removed with laser extraction and was surgically abandoned, the remaining part of the ra lead was successfully explanted. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system exhibited infection. Reportedly, a blood clot near the right atrial (ra) lead was observed. The ra lead tip was unable to be removed with laser extraction and was surgically abandoned, the remaining part of the ra lead was successfully explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Device has returned to manufacturer. The proximal end of the lead was returned to our post market quality assurance, severed 5.4 cm from the terminal end. An x-ray analysis showed no conductor fractures and the crimp sleeve appear normal. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits, no conductor issues were identified. Infection is a known medical risk when the skin barrier is breached. Analysis of the returned product is not able to provide relevant information for infection-related allegations.